Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged for a different lens model approximately 4 months later. Additional information has been requested.

Event description:
Additional information was provided indicating that in the surgeon's opinion, the cause of the event was due to biometric error. The patient's issues have resolved. The prognosis is excellent and the patient is happy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).